Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband experienced high blood glucose and insulin pump was not working. The customer¿s blood glucose level was 287 mg/dl,519 mg/dl,540 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.